Event description:
A middle aged women required a repeat low transverse cesarean section. During the procedure, the cautery machine would not work. Nursing staff replaced cautery ground pad (hospital recently switched to new clear ground pad) without success. Additional cautery machine brought from or and still would not work. Second cautery machine and old ground pad brought from or which worked. Baby was delivered via c section before able to get a cautery machine to work. After c section completion, staff determined that the "new clear" ground pad did not work in the machine utilized to finish the case. In all, 4 ground pads and 3 machines were utilized to find a solution to cautery. The medline sales rep and electrocautery specialist provided educational links, provided an adapter for our erbe cautery machine, and scheduled a follow-up meeting. This meeting included clinical supervisors who currently use the cautery pad. In our gastrointestinal lab, the plan is to spend a few more seconds to make sure there is good contact with the patient's skin. By discussing the application process and items which impact the skin connection, ob felt comfortable continuing to use the same cautery pad. Since the incident we have had no more problems. Additional action items for future events include saving all equipment failure products so that the manufacturer can complete their investigation, and improving communication with staff when rolling out new products.